Event description:
It was reported to boston scientific corporation that a orbera365 intragastric balloon system was implanted on (B)(6) 2023. On (B)(6) 2024, the physician reported before the placement of the balloon. The balloon was removed 3 months late successfully. There were no patient complications reported as a result of this event. Note: the orbera365 intragastric balloon system directions for use (dfu) states "the maximum placement period for the orbera365 system is 12 months, and it must be removed at that time or earlier. Additional information from good faith efforts (gfe) the patients initial bmi was 31.5, she lost 10 kg and then started to regain some weight. The physician then performed an fibroscopy he noticed that the balloon was deflated.

Manufacturer narrative:
Additional information. Block a3b gender. Block b7 initial bmi 31.5. B6 fibroscopy procedure. B5 additional information from gfe. Initial report: block h6. Device code a1401 is being used to capture the reportable event of deflation problem.

Manufacturer narrative:
Block h6 device code a1401 is being used to capture the reportable event of deflation problem.

Event description:
It was reported to boston scientific corporation that a orbera365 intragastric balloon system was implanted on (B)(6) 2023. On (B)(6) 2024, the physician reported that when performing and fibroscopy he noticed that the balloon was deflated. The balloon was removed successfully but it was removed 3 months late. There were no patient complications reported as a result of this event. Note: the orbera365 intragastric balloon system directions for use (dfu) states "the maximum placement period for the orbera365 system is 12 months, and it must be removed at that time or earlier.